Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the consumer did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A consumer reported that following bilateral cataract extraction with intraocular lens (iol) implant procedures, she started feeling nauseous, dizzy, and experienced increased blood pressure. She thought she was having a systemic reaction to the eye drops but they¿ve been discontinued for more than one month now, and she is still having those symptoms. She has not been able to drive or return to work. She had lab work done which was normal. She is wondering if she is not tolerating the iol. There are two medical device reports associated with this patient. This report is for the left eye.